Event description:
It was reported that a user on dexcom g7 experienced inappropriate insulin delivery after the breakfast usual announcement was maladapted by the control system, prompting a factory reset and re-pairing to the app, after which the system was confirmed to be operating in bionic mode. The user's reported blood glucose was at 62 mg/dl. Customer care provided support that included remote troubleshooting and education, a factory reset of the system, and verification of device function after reconfiguration. Investigation of this case revealed that the issue was related to an incorrect meal size announcement influencing insulin dosing rather than a hardware malfunction, and normal operation was restored after the reset and proper pairing. Symptoms included lightheadedness associated with hypoglycemia. Outcomes included self-treatment and recovery of glucose to 103 mg/dl without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user meal announcement error leading to inappropriate insulin dosing, resolved through troubleshooting and education.